Event description:
Alaris IV pump began alarming channel error and did not administer drug flolan, for a period of approx 30 seconds. Medication was transferred over to another pump and medication was continued. There was no injury to pt.